Event description:
Philips received a complaint on the dfm100 indicating that external paddles fail the operational check. There was reportedly no patient involvement. The customer the philips service representative. It was determined that this was a malfunction of the external paddles. The customer refused to purchase paddles which are needed to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.